Event description:
Per the edwards lifesciences clinical trial report, during a transapical tavr procedure, post deployment the 23mm sapien valve position was 40:60 ventricular and a native leaflet overhang prevented one of the sapien valve leaflets from properly moving, resulting in central aortic insufficiency (cai). This was resolved by placement of a 2nd sapien valve. Case summary: the procedure went smoothly with no complications for the first valve delivery. Pre-deployment the 23mm sapien valve had been placed 50:50. Post deployment tee showed that the sapien valve position was 40:60 ventricular with cai but no perivalvular leak; one of the leaflets did not seem to be moving correctly. The stiff wire replaced with a soft wire to try and reduce the cai, but it was still present. The patient¿s systolic blood pressure at the time was around 85-90mmhg. The sapien valve was then post-dilated in an effort to get all leaflets to work, but this was unsuccessful due to a native leaflet overhang. A 2nd 23mm sapien valve then placed slightly more aortic to give a true 50:50 placement and push back native leaflet overhang, with a final result of no cai and no pvl. The patient was stable at the end of procedure. Per report, the patient¿s native aortic annulus diameter measured 16x25mm. The coaxial alignment of the delivery system and valve with the native aortic annulus and the image intensifier angle were reported to be good.

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. A technical summary was created by edwards lifesciences to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause for the reported sapien valve leaflet not properly moving post deployment and subsequent cai appears to be related to the patient¿s native aortic valve leaflet overhang. It was also reported that the valve position post deployment was 40:60 ventricular, and that the event was resolved once the 2nd valve was implanted slightly more aortic. This supports a conclusion that the event was likely caused by the mechanism explained in the technical summary mentioned above. The device was not available for evaluation; however, there is no indication that the event was related to a manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.